Manufacturer narrative:
Visual inspection of the product could not be performed because the device was not returned for investigation. The pictures of the device that the customer provided show an intact device (not broken). Additionally, the foreign body shown in the x-ray does not appear to be a multifix s implant or the distal end of the positioning tool. The complaint could not be verified. Without the return of the reported multifix s device, an exact root cause for the alleged breakage could not be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: incorrect anchor alignment, excessive levering, probing the device or off-axis pound-in of anchor can result in damage or premature detachment. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the distal end of the multi-fix positioning instrument broke during use. The broken piece was unable to be retireved from the surgical site. The procedure was completed using a back-up device. No injury or other complications reported.